Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received a scs system on (B)(6) 2009. It was reported on (B)(6) 2011 that the pt's charging system cannot locate the ipg. Pt has not had stimulation for about 3 weeks. Pt has lost (B)(6) and tried adding space but to no avail. The pt also indicated that he has not changed the device in 9 months and the pt programmer (pp) will not communicate. A new charger system was sent to the customer but attempts to recharge have been unsuccessful. The pt will contact his physician for the next course of action. No further info is available at this time.